Event description:
A report was received that the patient was having difficulty charging. X-ray confirmed that the ipg had flipped. The physician explanted the ipg although it worked properly prior to the explant procedure.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.